Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual examination of the device revealed the glass cap has a circumferential fracture distal side to the bevel edge, the potential for forward firing may exist. During functional testing with the hene (helium-neon) laser fixture, the aim beam was observed at the output window and the distal tip. Based on the observed circumferential fracture the reported event is confirmed. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the fiber was confirmed to be in good condition after unpacking and preparation. However, during the procedure, the surgeon encountered a problem with the fiber. The fiber stopped working after 109,083 joules and 17 minutes of fiber use. It was noted that there were no difficulties during use of the fiber that could have contribute to the fiber stopped working and there was no courtesy message prompted on the console. A second fiber was utilized to successfully complete the procedure without patient complications. The fiber was returned and analysis identified a circumferential fracture distal to the bevel edge that could potentially lead to forward firing.